Manufacturer narrative:
Correction: d1: evo/evo+visian implantable collamer lens. G1: address change. G4: p030016. Claim# (B)(4)

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: iris pigment dispersion and iop elevation from baseline are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop and pigment dispersion. Reportedly, "a patient with pigment dispersion 30 days after surgery and with pressure elevation to 20." The patient had been prescribed topical antibiotics and nsaid eyedrops before being commenced on topical steroids and lubricants. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.